Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in a moderately calcified shunt, the fox plus balloon ruptured during the first inflation at 6 atmospheres and a pinhole in the balloon was found. The device was removed and the procedure was completed with another fox plus device. There was no adverse pt effect reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.